Event description:
The customer alleges that the unit was plugged in and the cable connected. The customer alleged the light initially turned on and then turned off. The unit was checked and the customer was unable to restart the unit. There was no effect to the pt.